Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the reservoirs squirted out insulin during the filling process. Customer reported that this was a recurring issue. Blood glucose level was not provided. No further information was provided.